Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that a pinhole was observed in the balloon. The target lesion was located in the femoral artery. A 4.0mmx30mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, when the balloon was inflated using a pressure pump, it was observed that the balloon did not dilate properly, and the pressure could not be stabilized. Consequently, the balloon was withdrawn. Upon testing the balloon in vitro, a pinhole was discovered, rendering the balloon unusable. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a pinhole was observed in the balloon. The target lesion was located in the femoral artery. A 4.0mmx30mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, when the balloon was inflated using a pressure pump, it was observed that the balloon did not dilate properly, and the pressure could not be stabilized. Consequently, the balloon was withdrawn. Upon testing the balloon in vitro, a pinhole was discovered, rendering the balloon unusable. The procedure was completed with another of the same device. There were no patient complications reported.